Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for adhesive of tip lid fixing screws peeled off could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, there was insufficient adhesive in the screw holes on the distal end of ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.